Manufacturer narrative:
The site anesthesia technician replaced the flow sensor and sodasorb prior to ge service rep visit. Ge service rep confirmed issue repaired.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The patient was switched to another unit and case resumed. There was no report of patient injury.